Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however, all of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team performed a macroscopic analysis. Upon visual examination, the proximal articulating areas showed burnishing and wear on the articulating surface. The anterior locking detail showed burnishing and slight upward deformation on one of the lock detail. Burnishing and deformation likely due to the riding on the tibial tray anterior locking mechanism after disassociation were observed on the distal surface. The posterior dovetail lock was deformed due to disassociation. Burnishing and deformation likely due to contact with the femoral cam was observed on the posterior side and burning on the sides of the post was observed. No burnishing or deformation was observed on the anterior side. Damage of the distal surface likely occurred due to the insert riding on the tibial tray after disassociation. Based on the examination of the insert the exact reasons for the insert disassociation from the tibial tray could not be determined. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.